Event description:
Bdmaxguard used for procedure in the invasive heart lab. When the sterile IV tubing was connected to 3 port manifold, the luerlock did not thread correctly and leaked. Despite numerous repositions, it would not quit leaking fluid. This could potentially allow air into the system and could enter a patient's heart- causing an embolism. Tubing replace with a second set- the same results. It would not quit leaking. The third set was used without further issues. No known harm to the patient, delay in procedure. Manufacturer response for set, administration, intravascular, maxguard (per site reporter). Will obtain.